Event description:
The manufacturer received information from the customer that a trilogy ev300 ventilator failed active exhalation verification during testing. There was no patient involvement and no harm or injury reported. A philips field service engineer attended the customer site for evaluation and repair of the device. The 3-way solenoid and proportional valves were replaced to address failure of the active exhalation verification. The device passed final testing after the repair was completed.